Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin was leaking at the connection between the reservoir and the infusion set. The customer also stated that he was experiencing high blood glucose, and he noticed moisture and smelled of insulin in the reservoir chamber. No further info was provided.